Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the system board.

Event description:
Complainant alleged that during a routine shift check by a clinican, the device displayed "system faulty 36" "system fault 37", and "system fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.